Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report from a caregiver with supplemental information from a nurse of death and peritonitis in a patient coincident with peritoneal dialysis (pd) therapy. On (B)(6) 2012, the patient's wife left a voice mail message stating that the patient had passed away. On (B)(6) 2012, global pharmacovigilance contacted the peritoneal dialysis nurse (pdrn) regarding the death and obtained the following information. On (B)(6) 2012, the patient experienced peritonitis. Treatment was unknown. It was unknown if the patient was hospitalized for the event. The nurse stated she did not know the cause of the peritonitis. The pdrn stated, "all I know is that the patient just came back from a vacation in (B)(6) and got a peritonitis infection while there." On an unreported date, the pd therapy was discontinued. The pd catheter was removed and the patient was placed on hemodialysis. On (B)(6) 2012, the patient was taken off hemodialysis. On (B)(6) 2012, the patient went into hospice. The reason for hospice was unknown. In (B)(6) 2012 (exact date unknown), the patient died. Cause of death was end stage renal disease with complication of peritonitis infection. The peritonitis was ongoing and improved at the time of the death. The pdrn stated the events were not related to the homechoice system machine, disposable parts or dianeal therapy. The pdrn declined to provide any further information.

Manufacturer narrative:
(B)(4). This is report 1 of 3. This complaint is against the homechoice automated pd set with cassette, but the cassette in use at the time of the incident was unknown. The specific product code for the cassette is unknown. The brand name and 510k have been provided in this MDR as they are the same for this product family. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). This report of peritonitis - no malfunction or use error is not confirmed and the cause was not identified because no sample was returned to baxter and the user did not describe any types of use errors or other issues that might have caused potential contamination. The lot numbers shipped to the patient, while the patient was traveling in (B)(6) were unknown. A review of all batch record documents was performed for potentially associated lot h12b02123 with no issues noted during the manufacturing process. There were no deviations from standard procedure.